Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. X-ray was taken which confirmed lead migration. The patient underwent a revision procedure wherein lead position was adjusted. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred early (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7095827.